Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Noise was noted during evaluation of a telemetry strip. The lead remains implanted. The patient did not experience any adverse consequences, and will continue to be monitored.